Manufacturer narrative:
Eval: handle.

Event description:
It was reported by svc report that the zoom stretcher not working. The zoom handle is broken, the head end cover damaged and the side rail latch is broken. It is unk if there was pt involvement; however, no adverse consequences are reported.